Event description:
It was reported that two hours following a successfully completed cryo ablation procedure, an transthoracic echocardiogram was performed and identified a pericardial effusion. Pericardiocentesis was performed to stabilize the patient. It is unknown when or what caused the perforation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.